Manufacturer narrative:
The unique device identifier for this device is (B)(4). (B)(6). The device was manufactured february 8, 2017 ¿ february 10, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused. The expected therapy time was reported to be 46 hours; however, after approximately 24 hours the device was found to be empty. The device had been filled with 3300mg fluorouracil in 115 ml 0.9% sodium chloride solution. There was no patient injury or medical intervention associated with this event. No additional information is available.